Event description:
The applicator was cracked and unstable. The customer opened two devices from one case and two from another case and has requested replacement of the entire cases (same lot number). No marker was deployed in the breast biopsy site. No pt consequence reported.